Event description:
New information received on (B)(6) 2018 indicated that the patient's right atrial lead also exhibited an insulation anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, the patient's right atrial lead exhibited a loss of capture and low, out-of-range impedance upon interrogation. The lead was capped and replaced successfully on (B)(6) 2018 during the procedure. The patient was stable and discharged the following day.